Manufacturer narrative:
The aware date provided in the initial submission was listed as 07 jan 2019 whereas the applicable aware date was 04 jan 2019.

Event description:
Device 2 of 2; reference MFR. Report# 1627487-2019-01033.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR. Report# 1627487-2019-01033. It was reported that during the ipg replacement (MFR. Report# 1627487-2019-00988) the contact on the t12 drg lead was stuck in the ipg. As a result, the lead and ipg were explanted and replaced. Effective therapy has been restored.